Event description:
It was reported that the cuff was difficult to inflate and deflate. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no defects can be appreciated in sample received. Functional testing found occlusion was detected in returned sample and a little resistance was present in pilot balloon; the complaint was confirmed. The root cause of the reported issue was found to be inflation line sub-assembly was not followed properly resulting in excess solvent used. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on 23/may/2022.